Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's blower motor will need replaced to address the issue. Conclusion: device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
The MFR received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported.